Event description:
It was reported to st. Jude medical that multiple high voltage therapies due to lead insulation defect were observed. The physician elected to change out the device and explant the "tvl" lead system. During explant, the physician was unable to remove the lead from the heart and capped it. The portion of lead with the insulation defect was returned for analysis.